Event description:
It was reported to philips that the device cannot perform exposure. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was transferred to another device to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to x-ray. Fse checked the log files and measured the filament and found the large focus and small focus were defective. To resolve the issue, fse disassembled the housing and replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis. The analysis confirmed the filament fault. The tube has failed with two burnt-through filaments. Burnt through filaments is a known wear and tear failure mode of an x-ray tube. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.